Event description:
A facility's purchasing agent reported an incident involving a patient undergoing a chemotherapeutic infusion using baxter's infusor. The device was filled with 242 ml of 5-fu and normal saline. The infusion began in 07 and was expected to finish on the third day at 9:30am. The patient contacted the facility on the second day, indicating that the device appeared to flow fast. The facility advised the patient to continue the infusion and monitor the duration. On the third day at 5:00am, the patient observed that the device was empty. The patient indicated that the device may have emptied earlier that 5:00am. There were no injury or medical intervention related to the reported condition.

Manufacturer narrative:
Evaluation summary: one companion sample was received. Upon receipt, the unit was visually examined for signs of abnormality; however, none were found. The imprint on the flow restrictor was noted to be correct. Subsequently, per procedure, a flow test was performed on the unit for 43.5 hours. At the end of the flow test period, the following flow rate (ml/hr) was produced from the unit: calculated 4.88, normalized (2.5%) 5.00, specification range 4.50 ---5.50. The flow rate was found to be within the specification range. Therefore, based on the evaluation findings, the companion sample performed as expected. A reveiw of all records related to the manufacture of the product lot has been requested, and will be provided in a follow-up report. Since the actual sample was not available, the facility sent a companion sample instead.